Event description:
Patient revised for aseptic loosening of cup. **update** (B)(4) 2011 - litigation papers received. They allege that doi was on or about (B)(6) 2007. There is no new additional information that would affect the investigation. **update (B)(4) 2012 - medical records were obtained. Medical records indicate per the records three orthopedic screws transfixing to the acetabulum/pelvis. **update** (B)(4) 2012 - litigation papers were received. They provided information that allowed us to locate an invoice. We have reopened the complaint to add the part/lot information for the cup and screws.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint databases did not show any other reports against the provided product and lot combinations. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
**Update** 7/21/2011 - litigation papers received. They allege that doi was on or about (B)(6) 2007. There is no new additional information that would affect the investigation. The devices associated with this report were not returned. A search of the complaint databases did not show any other reports against the provided product and lot combinations. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. **update 06/29/2012 - medical records were obtained. Medical records indicate per the records three orthopedic screws transfixing to the acetabulum/pelvis. Doi: (B)(6) 2007. **update** 6/26/2012 - litigation papers were received. They provided information that allowed us to locate an invoice. We have reopened the complaint to add the part/lot information for the cup and screws. The devices associated with this report were still not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 3/15/15, 3/22/16 medical records received. Medical records reviewed for MDR reportability. Medical records reported patient had complaints of popping and pinching, loose painful cup that was displaced. Revision surgical report noted metallosis, the cup was migrated beyond vertical, had edge loading, with one screw broken, one screw loose, the third screw head had been worn down with most of it gone, and a fracture of the lateral rim of the acetabulum. Product harm updated for screws as all were not loose, but one broken and the other worn down by movement of the cup. Head and liner will not be reported for popping and pinching as the cup migration and loosening would have caused issue. The complaint was updated on: apr 1, 2016.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update (2/20/2017) - pfs and medical records received. After review of the medical records for MDR reportability, alleges pain and discomfort in hip and groin, mobility difficulties, limping, implant noises: clicking/squeaking/grinding; difficulties with adls. Additionally, it is noted that patient's original primary date of surgery was in (B)(6) of 2006, per records for revision surgery dated (B)(6) 2007. As such, it is also noted that the hip was revised then for an unknown vertically placed acetabular cup, and if additional information comes forth to indicate that this involved depuy products, this will be reported at that time. There is no new additional information that would affect the current MDR decision.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear and elevated metal ions.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.